Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Patient was revised on (B)(6) 2021 due to a infection. Approximately 9 weeks after the first surgery. The surgeon explanted two standard screw, locking screw, cortical screw, centered glenosphere, stem ø36/14, ø40+6 cup and glenoid baseplate. The surgeon implanted two locking screw, two standard screw, glenoid baseplate, centered glenosphere, ø36/14 stem ø40+3 and post extension.